Event description:
Falsely elevated troponin I results were obtained on multiple (19) patient samples. The results were reported to the physicians. The original samples were retested on an alternate analyzer and negative results were obtained. Patient treatment was prescribed for five patients. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a broken wash one container lid.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a broken wash one container lid. A siemens healthcare diagnostic inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.